Event description:
Treatment of an aneurysm. It was reported that the patient was treated with one pipeline on (B)(6) 2011. Approximately 6 months post procedure, the patient experienced thrombosis with hemiplegia and aphasia. Subsequently, the patient expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).